Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was fluctuating pacing thresholds. It was further reported that when the right ventricular epicardial lead was tested through the device the thresholds were higher than when tested through the analyzer. The lead was capped and replaced. No patient complications have been reported as a result of this event.